Manufacturer narrative:
Unable to confirm motor error alarm and unable to perform basic occlusion test and occlusion test due to reservoir tube lip broken off. Pump passed prime/compromised force sensor system test and excessive no delivery test. The motor was tested outside of the device and passed. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had a motor error and no delivery alarms, and had a broken reservoir compartment thread. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.